Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the nurse connected the reload to idrive device, checked the jaws opening/closing and all of three indicators (handle ,adapter ,cartridge) were illuminated green. Then left the device on the mayo table with the jaws opened. The surgeon could close the jaws and tried to fire the device, however could not. The procedure was completed with another device. The status of the patient is no problem.